Manufacturer narrative:
Manufacturing site evaluation: investigation on-going, additional information and/or investigational results will be provided in a supplemental report.

Event description:
A post operative issue was identified with the shunt system. As a result, it was explanted. Very limited information was provided. The shunt system was implanted into a (B)(6) year old patient on (B)(6) 2019. Due to reported issues of "valve blocked and not adjustable", it was also explanted on (B)(6) 2019. Exact time implanted is not provided - but it was removed the same day. No further details provided. No associated patient complications are reported.

Manufacturer narrative:
Investigation: visual inspection no significant deformations or damage of the valves were detected during the visual inspection. Permeability test a permeability test has indicated that the progav 2.0 shunt system have a blockage but the separated progav 2.0 is permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Test on the peristaltic pump ismatec ipc the shunt assistant 2.0 was checked on our ismatec ipc peristaltic pump to rule out a defect. The valve showed no abnormalities in this test. Likewise, the shunt assistant 2.0 was there permeable and no longer blocked. The opening pressure values were all within the required tolerance range (test according to our aa and test specification at a flow of 100%) results first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valves. The progav 2.0 shunt system was not permeable. The separated progav 2.0 was permeable and operating within specifications. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. To further investigate the malfunction of the shunt assistant 2.0, we performed an additional test on our ismatec ipc peristaltic pump. In this test, the valve was immediately free and functioning within the required tolerance. Based on our findings, we can partially confirm the suspicion of "blockage" at the time of our examination as the valve functioned properly during the examination. We would like to draw your attention to the test described in the enclosed instructions for use before implanting a valve / shunt system. Here is a description of how a valve /system can be pre-tested by aspiration to avoid during the operation. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.